Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture on insertion". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint for iab "wasn't fully unwrapping" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab rupture on insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "unknown".